Event description:
It was reported that during a bilateral transurethral resection of the bladder, the ceramic tip of the device broke off inside of the patient. The procedure was completed without any delay, but post procedurally, the patient underwent additional abdominal/pelvis imaging and the ceramic tip was noted. The patient required another procedure, under general anesthesia, two weeks later; the ceramic tip was removed by the physician with a grasper. The removed ceramic tip was consistent with the prior imaging findings. The patient required additional imaging the following month as well. The patient's current condition was requested but not provided. This report was submitted by the manufacturer under the manufacturers report number: 9610773 - 2024 - 01401.